Event description:
It was reported that a vcpkgivc2-1633 bed rail broke and the user lost balance and fell out of the bed. The user hurt her left arm and rear. There was no report of medical assistance.